Event description:
It was reported the patient had an infection at the device pocket. It was unknown what the infection type was or if a culture had been taken. The event was resolved by explant and antibiosis. Antibiotics were necessary for treatment. It was noted they intended to re-implant the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was reimplanted on (B)(6) 2015, and the patient resolved. Follow up is being conducted to clarify if they meant the patient was reimplanted and resolved on (B)(6) 2014, instead of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative reported after explant oral antibiosis blood markers were check by a general practitioner regularly before re-implantation. No special diagnostics were performed to assess the type of infection. Clarification was also received confirming re-implant occurred on (B)(6) 2014.